Event description:
Related manufacturer reference number: 3006705815-2023-08176, 1627487-2023-05923, 3006705815-2023-08177. It was reported the patient underwent surgical intervention on 19 january 2024 during which the thoracic and cervical ipgs were explanted and replaced due to ipgs migrating and causing pain. Additionally, the cervical leads were explanted and replaced due to high impedances, while thoracic leads were left implanted and were providing effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08176, 1627487-2023-05923, 3006705815-2023-08177. It was reported the patient experienced multiple falls and the patient stated both cervical and thoracic ipgs moved around, causing pain to the patient. Patient also experienced shocking sensations. As a result, surgical intervention is pending to address these issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis.